Manufacturer narrative:
Name: medronic minimed. Country: united kingdom. City: northridge. State: ca. Zip code: 91325 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced that insulin was leaked from the site on (B)(6) 2026.